Event description:
This is being filed to report a patient death post-mitraclip procedure. The patient passed away on (B)(6) 2023, due to right ventricular failure associated to the patient's poor health. The patient was awaiting a lung transplant. It is currently unknown whether the mitraclip caused or contributed to the patient's death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The reported death / expired (cardiac death) was due to right ventricular failure. The cause of the reported heart failure/ congestive heart failure associated with the right ventricular failure could not be determined. The reported patient effects of tissue injury, mitral regurgitation, heart failure, and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported mitral valve insufficiency/regurgitation (worsening mr) and the reported unspecified tissue injury (no treatment) associated with the new leaflet flail appear to be due to the movement of the clip post-deployment. The reported migration associated with the post-deployment movement was due to a subsequent clip interacting with the clip implant. The reported device damaged by another device (implanted) associated with the subsequent clip interacting with the deployed clip was due to procedural circumstances (subsequent clip becoming entangled in chordae). The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report a mitraclip xtw that was damaged by another device resulting in a leaflet flail. It was reported that a patient presented with grade 3 degenerative mitral regurgitation (mr) and a prolapsed p2 leaflet with the presence of flail. During a mitraclip procedure, the valve target was a2 and p2 leaflets. The first clip was implanted on medial side of a2 and p2 leaflets, then the second xtw clip was implanted on the lateral side of the same leaflets. A third clip, which was an xt, was intended to be placed on the lateral side of a2 and p2 to treat the remaining mr. As the xt was attempted to be placed, the device became entangled in the chordae under the anterior leaflet. Movements to release the xt, caused significant movements of the second xtw clip. After unsuccessful attempts to free the xt, such as inverting the clip, it was decided to establish a safe grasp and deploy the clip. After deployment, the mr was grade 4 and a flail was observed between clip 1 and 2. The movement of the second xtw clip caused a new flail. All clips were stable and well seated. There was no clinically significant delay or adverse patient sequelae. No additional information was provided.